Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-2l (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is invalid. During investigation of the track and trend review related to alarm-2l cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is invalid, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-2l have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced symptoms of dizziness, stomach pain, mouth pain, and was unable to self-treat. The customer was treated with coca-cola by a third-party and taken to the hospital where she was treated with an additional serving of (B)(6). There was no report of death or permanent injury associated with this event.